Event description:
Patient was placed on the warming blanket. The hose that attaches to the blanket was blowing directly on the patient's right leg. Patient developed a burn from the heat produced from the hot air hose. The burn was minor, first degree or less. It is not certain whether the hose became dislodged, or whether it may not have been initially connected to the pad.